Event description:
Surgery date: (B)(6) 2012. It was reported that the doctor was placing the implant in the l5-s1 disc space. He used the inserter, and then the pointed tamp. After tamping a few times with the pointed tamp, the doctor let me know the implant had broken. He decided to leave the implanted portion of the implant in the disc space. The piece that I have to return is the broken portion that he pulled out of the patient. The doctor was wondering if the small device implant was more likely to break than a larger sized implant. I do not need a replacement implant sent. Just an ra for returning the broken portion. Although the implant was used in surgery, no patient complications were reported. Type of procedure: l4-s1 tlif levels implanted: l4-s1.

Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) from l4-s1. An inserter and then the pointed tamp were used during placement of the implant in the l5-s1 disc space. After tamping it a few times with the pointed tamp the doctor noticed that the implant had broken. The implanted portion of the implant was left in the disc space.

Manufacturer narrative:
A review of all documents included in the DHR for h10k0497 did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(4) 2012, which did not identify any applicable complaint trends for this fault mode. No further action is required at this time - this investigation is considered closed. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4): visually confirmed a portion of the implant returned for analysis. Witnessed marks and plastic deformation identified at the inserter interface. This consistent with significant impact during implantation. Microscopic examination provided evidence of fracture initiation at the base of the outside surface facets. Fracture surface examination identified a brittle fracture, with rays emanating from likely fracture initiation points suggesting the direction and location of the fracture is consistent with compressive overload. The above observations are consistent with brittle overload.